Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported via medwatch number: mw5089672 that a patient underwent an unspecified breast surgery with an unknown mentor saline breast implant and experienced postoperative unexplained systemic symptoms, including weight gain, inflammation in gi, anxiety, depression, brain fog, and lethargy. The patient stated that the symptoms started slowly in 1999. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for implant 1 of 2.